Manufacturer narrative:
Evaluation: the analysis results confirmed that the driver was returned with the cable cut near the strain relief causing the cutter to not start up when the cutter knobs are advanced forward. The site performed system upgrade to correct the customer complaint. The driver was cleaned, disassembled, then reassembled per design specifications, tested, and functioned properly.

Event description:
The driver would not cut and the wires on the power cord were exposed. The case was stopped with no samples taken; the patient was referred to the customer's sister facility for the completion of the biopsy procedure. There was no patient consequence. The device was returned for service and repair.